Event description:
Customer reported the device's power supply has frayed wires. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Customer reported the device's power supply has frayed wires. There was no allegation of patient or caregiver injury or death reported from this alleged incident. The device's power supply will be replaced to resolve the issue. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: visually inspect on a weekly basis all cables, cords, and connector ends for damage or contamination. Do not use damaged power cords and transformers and report such damage to welch allyn and request replacements as necessary. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. In addition, to stop the main lead and housing from being damaged, there are warnings and cautions in the dfu including: caution do not move the stand while the power source is plugged into the mains outlet. Although the reported event did not result in a serious injury, the reported malfunction of a power supply with frayed wires could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.